Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The alleged adjust belt/check te pad messages were confirmed in the flags from the last days of use but were unable to be duplicated during troubleshooting. There was no indication of any malfunction that would contribute to the reported alarms. There was no indication of any monitor or belt malfunction that would contribute to the reported alarms. As such, the following factors could not be ruled out as potential contributing sources to the reported alarms: poor te or ECG contact with skin. Device manufacture date: monitor: 10/22/2014, belt: 11/07/2013.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2017 while not wearing the lifevest. The patient's wife reported that the patient had removed the device prior to his death because he thought it was malfunctioning. Per the wife, he had indicated that he had been receiving messages on the device to adjust the belt because the back therapy electrode pads were not making good contact with the skin. Per review of the patient's downloaded software flag files, the device was last used on (B)(6) 2017. The flag files confirm that the patient had received two "check therapy pad" messages on (B)(6) 2017 and that the device detected noise on the ECG channels and displayed several "adjust belt messages" prior to the device removal on (B)(6) 2017. Evaluation of the patient's monitor and electrode belt indicated that the equipment was fully functional. There is no indication that the reported messages were caused by a device malfunction. The device is designed to notify the patient to adjust the electrode belt if the device detects that the ECG or therapy electrodes are not making good contact with the patient's skin.